Event description:
Description of the problem below: 1. Describe what occurred: quality control (qc) failure for sodium and chloride for a cobas pro ise analytical unit. 2. How was the equipment being used? Clinical laboratory testing for inpatients and outpatients. 3. Was the equipment removed from service? (Yes/no) yes. 1. If yes, provide dates removed and put back into service: removed equip from service, placed back into service after troubleshoot and qc repeat/performed within limits. Removed again one day after due to qc failure repaired by manufacturer, roche diagnostics back in use. 4. Was the equipment inspected? (Yes/no) yes. 1. If yes, who inspected the equipment? Roche diagnostics service engineer. 2. What were the results of the equipment inspection? Probe on ion selective electrode (ise) was replaced by roche diagnostics service engineer. 5. Equipment type and age: roche pro chemistry analyzer. 6. Equipment model number: n/a. 7. Manufacturer's name, address, and phone number: (B)(4).